Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an intermittent open pulse wire in the trunk cable. The cause of the test failure is the intermittent open pulse wire. The root cause of the intermittent open pulse wire cannot be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) has non-functional therapy electrodes tes).